Event description:
Patient's blood oxygen saturation (spo2) and tidal volume (vt) dropped by 200 cc. The patient was assessed and the patient circuit was also assessed for a leak. The patient was bagged and suctioned for a large mucus plug and placed back on the ventilator. Vt still decreased, the patient was bagged and the ventilator was changed. The ventilator with patient circuit were taken to biomed. There was no injury to pt. Patient was suctioned and then bronched. It was originally felt that the mucus plug was the concern but once the patient was returned to the ventilator after the bronch procedure the expiratory tidal volume (vte) was still lower then before. Ventilator was electively changed out and the patient was placed on a pb 840 vent. Vte returned to where they were previously (~450cc). The avea vent was received with patient circuit intact. The ventilator and patient circuit were cleaned and the ventilator was brought in for testing. Unable to duplicate the above concern using same patient settings and circuit. Using a hamilton g5 ventilator and same patient settings resulted in comparative returned vte (~500+). Based on this it is assumed patient asynchrony, mucus plugging, or other may have contributed to a reduced vte seen at the bedside and not ventilator related. User logs are not accessible and there are not service logs to download.ventilator settings: pcrv - ac, rr = 20, vte = 550cc, peep = 24cm/h20, 100% fio2, it = 1.11."